Event description:
The manufacturer's consultant later reported that the patient went for surgery on (B)(6), 2011 and the surgeon discovered that it was an infection. The surgeon explanted the whole vns system and is waiting for the infection to clear before attempting a re-implant. The surgeon reported that the infection was due to the recent implant surgery and although cultures were taken, the results were not available. The consultant later reported that the patient is now doing fine and the wound is closing nicely. Good faith attempts were made to the implanting hospital to find out the serial number for both the lead and generator that the patient had been implanted with, but no further information has been received to date. Since the serial number of the lead and generator is unknown, the manufacturing records were unable to be searched to confirm sterilization.

Event description:
On (B)(6), 2011 the implanting hospital provided the product information of the lead and generator the patient was implanted with. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.